Event description:
Customer was changing her insulin and the buttons were not responding and the device alarmed button error. Customer's blood glucose was 334 mg/dl. Customer stated she was nervous that the buttons were not responding. She was trying to rewind the device and the buttons were not responding. Customer was stuck on the sensor menu and it went to calibrate and she was unable to esc or act the buttons wouldn't respond. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm occurred during testing. The functional tests could not be completed due to the unresponsive buttons. The insulin pump was also received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.